Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: when trocar was removed from pt's cavity, the rubber part on the tip of the device broke and disengaged. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. There was no additional bleeding. Nothing fell into the pt cavity. No tissue damaged. No pt injury was reported. No other pt info available.